Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was utilizing a cautery pen with the device out of the pocket and programmed to not pace, when intermittent pacing spikes with a loss of capture were noted on the external electrocardiogram (ECG). The device was interrogated, and normal function was observed. It was determined that the cautery had interfered with the device function to the point of causing the device to deliver intermittent unipolar pacing. The device was implanted successfully, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.